Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that shocks were delivered during a code, but that the printout did not show that the shocks were delivered. The patient expired.